Event description:
It was reported that the device had lower than expected battery voltage given there was no pacing and only two shocks over the lifetime of the device. The device had suspected premature battery drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage is pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat equals 2.83 to 2.78 volts between (B)(6)-2011 and (B)(6)-2011 and is before device eri less than or equal to 2.62 volt.

Event description:
It was reported that the device had lower than expected battery voltage given there was no pacing and only two shocks over the lifetime of the device. The device had suspected premature battery drain. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the device had lower than expected battery voltage given there was no pacing and only two shocks over the lifetime of the device. The device had suspected premature battery drain. The device remains in use. It was further reported the device reached elective replacement indicator (eri) after being implanted three and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery voltage is pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data shows min bat equals 2.83 to 2.78 volts between (B)(4) 2011 and (B)(4) 2011 and is before device eri less than or equal to 2.62 volt.